Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refv2000 showed four other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter was unable to pass through the oversleeve. When the inside of the oversleeve was checked, it was confirmed that the catheter was broken in the oversleeve. There was no reported patient injury. It was reported this occurred with two devices. This report addresses the second device.